Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited back-up operation. The patient was brought into clinic on 12/8/2017 and a device download was performed which successfully restored the device. The patient was stable and would continue to be followed normally.